Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a x-ray performed that indicated that the neurostimulator was not flipped. It was later reported that the pt's device had flipped. The flipped device had prevented the pt from recharging successfully. The flipped device was corrected in surgery and the pt was doing well, with everything functioning properly. There were no further issues with recharging following the surgery.